Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, excessive smoke was coming from the vasoview hemopro. This was observed during short burst of activation. The device did not seem to be delivering energy when the toggle switch was not pulled back, but the harvester was not 100% confident. There was not a presence of tissue on the hempopro jaws that would explain the excessive smoke being created. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws. Charred tissues were evident on the jaws. Microscopic inspection showed the heater wire was slightly flexed away from the middle portion of the hot jaw but remained attached at the tip and at the base. No other visual defects were observed. An electrical evaluation was conducted. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during testing. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. We were unable to observe any electrical issues or failure to energize for the device during testing. The tool handle was opened to evaluate the internal components. No visible defects were observed on the toggle. No residue or contamination was seen on the switch mechanism. We were unable to reproduce any electrical failure. Based on the returned condition of the device and the results of the investigation, the reported failure mode "environmental particulates" was not confirmed. The analyzed failure mode "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, excessive smoke was coming from the vasoview hemopro. This was observed during short burst of activation. The device did not seem to be delivering energy when the toggle switch was not pulled back, but the harvester was not 100% confident. There was not a presence of tissue on the hempopro jaws that would explain the excessive smoke being created. A replacement device was used to complete the procedure. The hospital did not report any patient effects.